Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 22-feb-2022 to ensure the initial concern is resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for low blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 69, 76, 71 and 78mg/dl. The customer¿s expected am fasting blood glucose test result is 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer non-fasting and produced test result of 363mg/dl using true track meter; customer was satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/31/2023 and open vial date is one month ago. The meter memory was reviewed for previous test result history: result 1: 69mg/dl, date: (B)(6) 2022 ,time: 7:30 am, fasting; result 2: 76mg/dl ,date: (B)(6) 2022, time: 7:45 am ,fasting ; result 3: 71mg/dl ,date: (B)(6) 2022 ,time: 7:30 am ,fasting ; result 4: 78mg/dl ,date: (B)(6) 2022 ,time: 7:45 am ,fasting; result 5: 76mg/dl ,date: (B)(6) 2022 ,time: 7:30 am ,fasting.

Manufacturer narrative:
Sections with additional information as of 26-april-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: added most likely underlying root cause onto case as the complaint product was not returned for investigation. Retention strip lot tested within specifications. Most likely underlying root cause mlc-062: user had poor technique.